Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) safety disk test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed safety disk testing.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue; unit passed multiple safety disk tests. As a precautionary measure, fse replaced pneumatic fitting on iab fill port. Fse also found water build up in drain line. Removed water build up from drain line. Fse noted multiple electrical failures which indicate possible datasette failure. Replaced datasettes. Performed functional check and safety test then returned unit to clinical service.

Event description:
N/a